Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported device dislodged or dislocated could not be determined. It was reported that during preparation of the stent delivery system (sds), the stylet was removed, and the stent came off the balloon with the stylet. Factors that may contribute to stent dislodgement, but are not limited to, improper or inadequate crimping during manufacture, an incorrect sized sheath, force sheath removal, inadvertent mishandling during preparation, manipulation against resistance. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent dislodgement. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during preparation of the 3.0x48 mm xience pro 48 stent delivery system (sds), the stylet was removed and the stent came off with the stylet. The stent came off of the balloon. There was no device use or patient involvement. There was no clinically significant delay in the procedure. Another same size xience xpedition sds was used to complete the procedure without issue. No additional information was provided.